Event description:
The customer reported that footswitch stuck on. It appears that there was uncommanded x-ray, however, this occurred outside of a procedure with no pt involvement. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.